Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. A review of the sterilization paperwork has been conducted. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: (B)(4).

Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprosthesis. On (B)(6) 2011, the pt complained of chills and abdominal pain. CT was normal. On (B)(6) 2011, the pt complained of chills and abdominal pain. CT and cultures were negative. On (B)(6) 2011, the pt presented to the hospital with chills and pain. Tests for infection were negative. The pt was hospitalized for 10 days and empirically treated for infection. On (B)(6) 2011, the pt complained of worsening abdominal pain. A white cell study was performed and was negative. On (B)(6) 2011, the pt presented with fever and abdominal pain. On (B)(6) 2011, CT was normal. An explant was performed on (B)(6) 2011. It was noted that the left side of the endograft system, where the contralateral leg was implanted, was inflamed. Post operative tissue samples tested gram positive for (B)(6). After two days, bacterial testing was negative for growth. The pt is presently doing well. According to the gore excluder aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include infection. The review of the mfg paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications. The physician did not request a response.